Event description:
Swivel broke at the ventilator circuits connection. A section of the device's swivel became stuck in the attached circuit necessitating the need to manually resuscitate the pt while the circuit was being reconnected.